Event description:
It was reported that during a remote follow-up evaluation of this cardiac resynchronization therapy defibrillator (crt-d), it was observed that the patient had received inappropriate anti-tachycardia pacing (atp) and a shock for a supraventricular tachycardia arrhythmia. The device was reprogrammed to resolve the event, and no additional adverse patient effects were reported. This crt-p remains implanted and in-service.